Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, high threshold and loss of right ventricular capture was noted with this lead. The field representative stated this was not classified as a product problem but rather a lead placement anomaly. The lead was removed and discarded. No resulting adverse effects.